Event description:
It was reported that this patient has received an inappropriate shock due to oversensing of noisy signals. There is also noted to be oversensing of p and t waves. The noisy signals and changes in signal amplitudes were recreated at patient follow-up. Subsequently, the system was de-activated with no current intervention planned. No adverse events were reported.